Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient said the implanted neurostimulator is overheating in their chest and the recharger is having trouble connecting to the implant. Patient said the other night after trying to charge for 30-45 minutes the device in the patient's chest was starting to get hot, patient rep could feel the heat. Patient also said the recharging light was flashing red. Patient does not have the recharger app the issue was not resolved through troubleshooting. An email was sent to the repair department. Unrelated event patient mentioned having trouble in the past see case was captured in pe 706529435

Manufacturer narrative:
Correction record update to h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6) product type recharger product ID wr9200 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of ins overheating was not determined. To resolve ins overheating issue they contacted customer support. The replacement recharger resolved the connection issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the patient and their doctor called to report the recharger was replaced however patient still has difficulty with recharging that the recharger kept beeping. Patient reported that it took over 2 hours to go from 75% to full. They had hcp put the recharger on the patient and used the quadrant between the power button and the top of the recharger (flat portion) and patient was able to connect with good connection. Recharging was maintained mostly with the wireless recharger was placed appropriately. They reviewed how to change recharge speed, since patient reported feeling warm at the pocket site, they were recharging with a layer of clothes over their implant. Based on technical services assessment positioning of the recharger was the main factor in patient's recharge experience.